Event description:
Revision surgery was performed as planned. Right knee. The patient reported pain and was diagnosed with aseptic loosening. The patella was not resurfaced during the original implantation procedure, which the surgeon stated could have contributed to the reported pain.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient underwent a scan that revealed findings consistent with prosthesis failure and a revision procedure was recommended.